Manufacturer narrative:
The investigation for the reported pump "did not start" issue. The impella nor the logs were returned for evaluation. However, clinical details were sufficient to determine the root cause. The cause of the pump did not start issue was a red lumen removal issue since red lumen was not removed during pump start. The instructions for use states ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 74-year-old male undergoing cardiac surgery was to be implanted with an impella cp device for mechanical circulatory support. The pump failed to start after an attempted initiation. It was discovered that the easy guide lumen was left in place. The physician noted "this was caused by turning on the pump without confirming that the easyguide lumen was completely removed." A new pump was used with no further issue.